Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: additional information obtained from the surgeon: the device was fired and no staples deployed. A competitor's device was used to complete the procedure. Reoperation was done and the patient received an ileostomy. The plan is to re-anastomose in 6 months. The patient is currently is stable condition.

Manufacturer narrative:
(B)(4). Additional surgical intervention.

Event description:
It was reported that during an open colon resection procedure, the doctor explained that he fired the device and it fire properly. They completed the case and patient went to floor and stayed overnight. The patient the next day had to be brought back to surgery due to leak and he claims that staple line did not hold. This is all the information sales rep has. One device was discarded.